Event description:
It was reported to philips that the c-arm movement was not possible. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without any disruptions. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm movement was not possible. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the c-arm was experiencing slow movements, particularly during the initial switch-on. To resolve the issue, fse performed z-rotation pot, pos and current calibration along with bodyguard calibration. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.